Event description:
Additional information received from the hcp reported that there was no event and the patient did not require hospitalization.

Event description:
It was reported the patient did not have therapeutic effect. The patient had surgery 1 week ago for a fistula in his arm, and then the next day he felt nausea. It was noted the device was not turned off for the surgery. The patient's health care professional re-set the device, and then the next day the patient's nausea was under control. The patient had not needed to refill/take his anti-nausea medication.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2006. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2006. Product type: lead. (B)(4).